Event description:
It was reported that the customer received two no delivery alarms on the insulin pump. The customer's blood glucose was over 300 mg/dl. Troubleshooting could not be completed because the alarm was a past event already resolved by a complete set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.